Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, one bail cover was broken, one was missing, the ring cover was missing, the lead flex cover was contaminated, the battery contacts were compressed and corroded, one bail was missing, the ring was missing, the keyboard was scratched, the display was corroded, the main printed circuit board (pcb) was out of electrical specification (battery removal test failure), the main pcb was corroded, the battery flex was corroded, the battery drawer o-ring was missing, the heart lead flex was corroded, and the serial number label was damaged. (B)(4).

Event description:
It was reported the device has water damage due to ceiling water leak. The device was returned for repair, analyzed and tested out of specification. There was no patient involvement.